Manufacturer narrative:
This report is submitted on september 12, 2019 by cochlear limited.

Event description:
Information was received from a MRI technician and reported that a ci 512 stimulator was explanted (date not reported), electrode array is still in cochlea, would like to do know if it is ok to scan without splint kit.